Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pump was received for evaluation. The event history log was unavailable. A functional test was conducted. The reported alarming issue was able to be confirmed. The pump was found to be displaying "1260" error code alarm message on power up during the investigation. The internal real time clock lithium battery was found to be bad solder jointed. The pump previously returned for an accuracy issue. The expulsor was replaced as a preventative measure. The overlay, clock battery, downstream sensor were replaced, the software was loaded and the device was calibrated to resolve the accuracy issue. The issue reported in this complaint is related to the previous repair. The microprocessor unit board will be replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical pump was alarming 1260 while testing. No patient was present at the time of the event. There was no reported adverse events.